Event description:
Boston scientific received information that during a routine check, it was found that this left ventricular (lv) lead had dislodged. A lead revision to reposition the lead was attempted; however, was unsuccessful. The lead was unable to be placed in a stable location. Other leads were also attempted at that time with the same result. A plan to refer the patient for a epicardial lead placement at a future date. The lead was explanted and returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Dried blood / body fluid was present however, no anomalies were found. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. (B)(4).